Manufacturer narrative:
The referenced gastrointestinal bleed which occurred on (B)(6) 2017 was reported on medwatch MFR report # 2916596-2018-01481. (B)(4). Approximate age of device - 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient has a history of recurrent gi bleeds. The patient had an esophagogastroduodenoscopy (egds) on (B)(6) 2017 and (B)(6) 2017 with bleeding dieulafoy lesion, gastritis, non-bleeding ulcer.